Event description:
During the implant procedure in 2009, the screw was damaged while connecting the lead to the device but remained implanted. During the recent device exchange, the set screw of the device could not be loosened. The device and a fragment of the lead was able to be explanted. A pacemaker was implanted as was indicated due to the updated patient medical condition. The patient was in stable condition.

Manufacturer narrative:
A stripped set screw in the rv port caused the set screw to be unable to engage with a torque wrench. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is the stripped set screw.